Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event onset was reported as ¿over 20 days ago¿. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an abdominal infection. The cause of the event was reported as an unspecified bag was used for peritoneal dialysis and the tubing was found to have a leak. It was not reported if the patient was hospitalized for the event. The patient was treated with unknown treatment (drug names, doses, routes, frequencies, and durations not reported) for the event. Dianeal therapy remained ongoing during treatment. At the time of this report, the patient had recovered. No additional information is available.